Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer overheating. The transducer was returned, and an investigation was performed. Engineers were able to reproduce an acquisition 31 error, but no overheating was observed. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the transducer was connected to the ultrasound system and prior to the start of a transesophageal echocardiography (tee) procedure, the user received a usacquisitionhw_31 error message indicating that the transducer was overheating. Before the user could plug-in a replacement transducer, the patient experienced an unspecified medical issue which prompted the patient to be admitted at the hospital. Therefore, there was no patient involvement. According to the cardiac sonographer, the medical issue had nothing to do with the transducer, which was reportedly pulled out of service. No additional information was provided.